Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facilty.

Event description:
A report was received that the patients ipg was non-functional. No device malfunction as suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.